Event description:
It was reported that a minicap with povidone-iodine solution lacked iodine. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a minicap with povidone-iodine solution lacked iodine. This was noted during use. There was no patient injury or medical intervention associated with this event. No additional information is available.